Event description:
As reported, physician had trouble advancing the bypass tube into the device during closure of the impeller procedure. Additional information received stated that a second closure device was used and replaced the one that was already inserted. Second device was successful, patient condition was reported as fine.

Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow-up report will be submitted after investigation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a percutaneous ventricular assist device (pvad) procedure, a 14f manta was planned for closure. The physician encountered difficulty advancing the bypass tube through the hemostatic valve of the manta sheath. The first manta closure and sheath were removed, and a new manta closure and sheath were placed and deployed successfully without complication. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.